Event description:
This pt underwent total hip replacement, left side for degenerative arthritis, a metasul hip produced by sulzer was used. The pt falls within the recall group where in the company found that the cups were sent out with a residue of mineral oil which in some cases prevented bone in-growth and loosening of the cup. This pt initially did pretty well, but has developed, a radiolucent line at the cup and it is felt that pt represents one of the individuals who unfortunately obtained one of these cups and has loosened as a result.